Event description:
The device was retuned to the manufacturer with no information. Follow-up with the physician revealed that the patient had meningitis along with fever, headache, and erosion of the device. The system was removed. The patient recovered without sequelae.

Manufacturer narrative:
Catheter. Final device analysis revealed no anomalies on the pump of catheter.